Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan to report an unknown lfs meter was giving inaccurate readings. On (B)(4) 2012, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 3:00 am, the patient obtained the blood glucose reading of 6.2 mmol/l on the reported meter, which he claimed was a "normal" reading. The patient noted his expected reading at that time of day is 8.0 mmol/l. After this reading, the patient took his usual dose of lantus insulin 60 units, and ate his breakfast. One hour later while at work, the patient experienced the symptoms of sweating and "feeling drunk." The patient did not test his blood glucose level while symptomatic, as he did not have the meter with him. The patient administered self-treatment by consuming chocolate, and felt better afterwards. He did not seek any medical attention. The patient reportedly did not test his blood glucose levels on the day prior to this event. The patient manages his diabetes with novorapid insulin taken on a sliding scale based on meter readings, and lantus insulin 60 units daily. On (B)(6) 2011, the patient obtained the blood glucose reading of 6.6 mmol/l on the reported meter, and a reading of 3.6 mmol/l on his nurse's meter. It was not possible to determine the meter brand name, the meter serial number or the test strip lot number, and no troubleshooting could be done, as the meter and test strips had been discarded. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.